Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the male nurse of the hospital, that during the distal locking they did not hit the hole in the nail. Medical procedure completed successfully by distal freehand locking

Manufacturer narrative:
The evaluation revealed the target device to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The target device was documented as faultless prior to distribution. As the device had been in use for approx. 2,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. A functional test revealed that the target device and speedlock sleeve were fully functional; all nail holes were passed by a sample drill like specified; the reported misdrilling was not reproducible. Reasons for misaligned drilling and misaligned distal locking screws are various. Potential miss-targeting can also be caused but is not limited by e.g.: no fully tightened nail holding screw, bending forces to the drill / drill sleeve during drilling, drill sleeve has no contact to the bone surface, usage of worn drills. Regarding misdrilling the operative technique has already been modified by ecn (B)(4). Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure. As a secondary issue it was found that the threaded slot of the target device is heavily damaged by the bal-tipped screwdriver; the screwdriver was inserted in combination with a hammer. The slot is designed for connection of the strike plate. The screwdriver is designed only for insertion/extraction of the nail holding screw. Therefore the usage of the screwdriver in the threaded slot is classified as abnormal usage. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It is reported by the male nurse of the hospital, that during the distal locking they did not hit the hole in the nail. Medical procedure completed successfully by distal freehand locking.